Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively.(B)(4).

Event description:
A risk manager reported that three months following lasik surgery, the patient presented with an epithelial ingrowth, superiorly, in the right eye. The surgeon performed a flap lift and removed the ingrowth. A bandage contact lens was placed to facilitate flap healing, and was removed the next day. The patient was instructed to use topical steroid and antibiotic eye drops prophylactically. No further information is expected.